Event description:
It was reported by the rep the device was used during a laparoscopic toupet. It was reported the surgeon attempted to place a medium clip from the er220 erca and experienced a malfunction in the formation of the clip onto suture. A second clip applier was used to successfully place clips to secure sutures placed. There was no consequence to the pt.